Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The clip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
This report is filed as the mitraclip (cds0601-xtr 80828u155) was difficult to remove from the chordae and tissue damage possibly occurred. It was reported that this was a mitraclip procedure treating severe degenerative mitral regurgitation (mr) grade 4+ with calcified annulus and an anterior leaflet flail. One mitraclip was implanted without reported issues, reducing the mr to moderate and the mean mitral valve pressure gradient was 1mmhg. A second mitraclip (cds0601-xtr 80828u155) was advanced and leaflet grasping was attempted. During leaflet grasping, the clip became caught on the chordae. Standard troubleshooting was performed per instructions for use and the device was removed from the chordae. This second clip was then implanted at the intended area without further issues and the mr had increased to grade 4+. It is possible that leaflet damage occurred, although this was not visualized. A third mitraclip was implanted without reported issues with a great tissue bridge noted. It was noted that the mr was not reduced and remained severe, grade 4+. All three implanted clips remain stable and well seated on the leaflets. This was a long procedure although there was no clinically significant delay. The patient was transferred to intensive care. No additional information was provided regarding this issue.

Manufacturer narrative:
Internal file number (B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified no lot-specific quality issue from this lot. It should be noted that the reported patient effect of mitral valve injury (tissue damage), as listed in the mitraclip system instructions for use is a known possible complication associated with mitraclip procedures. All available information was investigated and the reported clip becoming caught in chordae (difficult to remove) appears to be due to the user technique/procedural circumstances due to chordae entanglement. However, the reported tissue damage (leaflet damage) appears to be a result of procedural conditions of difficulty removing the clip delivery system from the chordae. There is no indication of a product quality issue with respect to manufacture, design or labeling.